Manufacturer narrative:
(B)(4). The complaint device was not returned. The complaint cannot be confirmed. It was stated that the sensor was attempted to be inserted at the patient's arm. It should be noted that the dexcom pediatric users guide states: dexcom user's guide states that the sensor insertion site for pediatrics is the abdomen and upper buttocks.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor wire was missing. The sensor wire was inserted at the arm on (B)(6) 2015. No additional event or patient information is available.